Manufacturer narrative:
The sample was collected in lithium heparin tube and was centrifuged at < 5000 rpm for 10 minutes. The customer is not reporting any issues with qc or instrumentation. Service was not dispatched for this event. Bci customer product line support (cpls) identified an interferent in the patient's sample received from the customer. The related events are reported in medwatch #2122870-2011-00347, -00348, -00349, -00350, and -00204. A root cause for this event was a patient source interferent in the sample.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to consistently elevated troponin (accutni) results above the ami cutoff generated by access 2 immunoassay system for one patient's sample. The results were reported out of the laboratory, and were questioned by the physician. The customer is not reporting patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.